Event description:
Reporter indicated that a pt had "fractured his lead" and then underwent revision surgery during which the vns lead and generator were replaced. It was later reported that the lead had been replaced because it was "malfunctioning." The generator was replaced due to the compatibility with the new lead. It was reported that there had been no manipulation or trauma.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.